Event description:
Breast augmentation surgery on (B)(6) 2017 to receive mentor memory gel silicone breast implants. Health issues started to occur end of (B)(6) 2018 / beginning of (B)(6) 2018. To date, I have a 2-page list of symptoms and have had countless doctors appointments to determine why my health is failing. The doctors believe I have an autoimmune disease, but do not know why my symptoms started "out-of-the-blue" and do not know what caused this. I am currently undiagnosed with abnormal blood tests in some categories while others are normal. I am convinced my abrupt change in health is due to the silicone implants. At the time of surgery, I was an extremely healthy and active (B)(6). Now, I am lucky to have energy (few and far between) to get through the chronic pain and fatigue on a daily basis. I've had no major prior health issues and no other major shifts in my life to cause such a drastic change in health. I know I am not the only female with these issues. Rather, one of countless. I strongly urge the FDA to finally step up to the plate and assist not only those of us affected, but even more so those who have yet to opt for silicone breast implants. I'm reporting this to hopefully be one of many in order to assist in a major medical change drastically needed. I look forward to hearing results of an upcoming review of such "medical device" in 2019.